Event description:
The field service rep (fsr) reported that during preventative maintenance (pm) of the device, the cooler heater unit over temps intermittently. Since the event occurred during preventative maintenance, there was no pt involvement.